Manufacturer narrative:
(B)(4). Conclusion: failure observed during analysis. Final analysis found that the insulation was abraded at 3.7cm to 4.0cm, 7.5cm to 8.0cm, and 8.5cm to 10.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This is to advise of an event observed during analysis.